Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex (cx) coronary artery with mild calcification and moderate tortuosity. After pre dilatating the vessel with a 2.0x12mm unspecified balloon at 10 atmospheres, the 2.75x18mm xience prime stent delivery system (sds) was used at 10 atmospheres. A 2.75x12 mm non-compliant balloon was used for post dilatation and a distal edge dissection was noted. Another 2.75x15mm unspecified stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.